Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test. The customer¿s blood glucose level was 162 mg/dl at the time of the incident. There is no indication of issue being resolved. Customer was advised that battery cap would be replaced due to being cracked. The insulin pump is not expected to be returned for analysis.